Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that while working with a patient a few years ago it was said that the patient had an abandoned lead. The MRI capability took several months and they thought that evidentially it was removed due to them unable to scan the patient. No symptoms were reported.